Manufacturer narrative:
The clarivein device was not available for investigation. There were no issues cited with device performance. Vi requested the procedural reports and ultrasonic images but they were not provided for review. Potential adverse effects that might be associated with the clarivein® device are similar to those associated with any interventional vascular procedure. The IFU provided with the clarivein device lists the potential adverse events that might be encountered during a peripheral vasculature infusion procedure using the clarivein® ic as well as instructs the user to consult labeling of agents to be delivered prior to infusion.

Event description:
Physician used clarivein to deliver asclera (polidocanol) 20mg/2ml to a patient on follow up the patient was noted to have a thrombus extension (type 1) at the saphenous-femoral junction (sfj) post procedure. On second follow up it was also noted that a dvt had developed in the cfv (common femoral vein) distal to the sfj.